Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew2897 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC required replacement due to internal kinks. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of catheter kinking is confirmed but the exact cause remains unknown. One 4 fr dl powerpicc catheter was returned for evaluation. Blood residue and evidence of use was visible throughout the catheter surface. The catheter extended up to the 32 cm depth marker. A kink was noted at the 4 cm depth marker where adhesive dressing residue was visible to be present. A second kink was also noted at the 25 cm depth marker. The catheter was cut near the 6 cm depth marker in order to inspect the catheter wall and lumen thickness. The dimensional properties were found to be within manufacturing specification. The presence of adhesive residue near the kink location suggest manipulation of the tubing near the securement location may be a contributing factor. Since a kink was observed to be present in the catheter, the complaint is confirmed but the exact causing factors and conditions remain unknown.

Event description:
It was reported that PICC required replacement due to internal kinks. No other information was provided.